Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.